Manufacturer narrative:
Follow-up #1 date of submission 03/05/2013-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a review of the user history shows the temp basal sounds was set to medium. The pump powers on with functional auditory and vibratory features. The user manual states "note: if you turned on the temp basal sound in setup, your pump will beep once every 30 minutes to remind you of temp basal status." Investigators executed a temp basal program with the sounds et to high, and after 30 minutes the pump gave the appropriate audible notification that the temp basal program was active. The audio feature of the temp basal program was found to be functioning properly. The complaint could not be confirmed or duplicated on investigation.

Event description:
The reporter contacted animas on (B)(6) 2012 reporting that the temporary basal has never beeped or vibrated since the patient received the pump on (B)(6) 2012. The reporter stated the sound is turned on high and tried it on vibrate and still did not sound or vibrate. There is no reported adverse event with this complaint. This report is made based on the allegation of the dual alarm failure issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.